Event description:
Customer reported that the insulin pump is stuck in the rewind mode. Customer stated that she removed and reinserted the battery and it asked her to set time/date and then got stuck on rewind. Customer was advised that this will happen when the battery is out of the device for longer than 10 minutes. Customer was walked through the steps to get out of the process. Blood glucose value is 155 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.